Event description:
Boston scientific received information that this atrial lead was exhibiting high threshold measurements and impedance measurements greater than 3000 ohms. Fluoroscopy noted all the slack had been pulled out of the lead. The lead tip was still attached to the atrial tissue, but the j shape was no longer visible. Efforts to explant the lead were unsuccessful due to scar tissue. A new lead was implanted without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.